Manufacturer narrative:
Submit date: 09/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the product was intubated and the catheter tip was in the patients right atrium, it could not remove nor transmit blood so the procedure was cancelled. There was blood on the marker band of the catheter after the incident. The doctor commented that the catheter was checked with x-ray but there was no kink. There was no patient harm.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was returned to the manufacturing site for review, it consisted of one palindrome catheter. Visual inspection was performed and it was observed that the catheter presented signs of use. Additionally, the sample was flushed and did not present any problem in the extensions. In order to confirm the reported issue, a new guide wire was passed through both extensions; the guide wire passed easily through the extensions. In addition, four photos were provided by the customer. Visual evaluation of these photos was performed; in the first image it showed a catheter with remains of blood and residue of an unknown liquid near the catheter. In the second picture it was observed that the tip of the catheter had no defects. The third photo showed a catheter with a syringe attached to the red adapter submerged in an unknown liquid and in this image air bubbles were found in the tip of the catheter. In the last image it was observed that a syringe was attached at an unknown junction and in the same image it was observed that there were bubbles in the part end of the junction. Based on the pictures provided, the catheter did not present an occlusion. Based on the evaluation of the sample the catheter did not reveal any problem related to the reported condition. It is possible that there was a patient related condition such as catheter placement in the vessel or an internal kink that may explain the reported condition. The product sample was returned for evaluation, and according to the physical inspection, no defects related to the reported condition were identified. Based on the available information, it can be concluded that product was manufactured according to specifications and the most probable root cause can be considered as a patient related condition/catheter placement. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.